Manufacturer narrative:
One sample of a primary infusion set and one sample of a secondary infusion set were received for quality evaluation. There were no visible damages or abnormalities on both products. Both were then primed, and a simulated infusion was conducted at a flow rate of 125 ml/hr for 1 hour. There were not issues identified during the infusion. The customers complaint of flow issues - accuracy was not verified. A root cause was not determined because the reported failure was not replicated. The reported lot number for the sample was reported as unknown. The device history review could not be conducted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an overinfusion. The following information was provided by the initial reporter: magnesium sulfate bolus infusing via secondary infusion set, patient and spouse informed the nurse that the infusion appeared to be dripping at a faster rate than intended. Nurse noted approximately ½ the bag had infused over 15 mins, when the entire bag was meant to infuse over 1 hour. The primary nurse also noted the infusion to be dripping at a faster rate. Primary nurse changed the pump channel, and entire pump module and this did not resolve the issue. The primary nurse then changed the tubing, and it appeared to resolve the issue. Potential tubing malfunction. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? 06-24-2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No negative outcome to the patient has been reported.